Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen had a delayed response. Additionally, the pump touch screen became frozen and was flashing on the bolus keypad and the keypad selections were greyed out. Customer's blood glucose was 482 mg/dl. Reportedly, the frozen touch screen issue was resolved prior to troubleshooting with tandem tandem technical support and during troubleshooting for the delayed response issue, the pump was functioning as expected.